Manufacturer narrative:
Product analysis and investigation test value was not accurate was verified during service. The service technician noted that there was a problem with the heating module. The issue was resolved by replacing the pcb assy heat block and calibrating. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during set-up of this act plus instrument, the customer reported that the test value was not accurate.  The use of the instrument was asked but unknown. There was no patient involvement so no adverse patient effects occurred.